Event description:
Biomed reported a pump over infused or ran too fast. After setting up an infusion of zosyn ivpb on a new channel, the nurse observed the IV dripping at the expected rate, to infuse over 4 hours. The nurse rechecked the infusion after approximately 15 minutes and found the drug had fully infused. There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.